Manufacturer narrative:
The returned sample was returned to the manufacturer and inspected at 10x microscope magnification. Visual inspection revealed that a lens had a cut from one edge to near the other edge. No sharp edges on intraocular lens (iol) or haptic were observed. Particles that appear to be viscoelastic (ovd) were observed in the sample. Also, the visual inspection revealed surface residuals on the lens whereby the condition of the lens is consistent with a lens that was removed from the patient's eye. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
All process operations presented in the manufacturing record were in compliance with manufacturing instruction specifications. All tests results showed a pass condition. No deviation or nonconformance (ncr) was generated during manufacturing of this production order. A review of the raw material/manufacturing procedures in the change control system was done during the period when this production order was manufactured and does not show any change in manufacturing method, inspections or specifications that could be related with this complaint type. The documentation shows that the production order was manufactured according to specifications. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
It was reported that the intraocular lens (iol) was removed and replaced from the patient's right eye during the initial surgery after the lens was implanted. The doctor noticed that one of the lens'' haptics had a sharp edge on it. The doctor then cut the lens in half and removed the lens without enlarging the incision. A vitrectomy was performed and the back up lens was implanted successfully. Further information provided indicated patient had capsule collapse, inflammation, visual disturbance, unexpected post op refraction. Symptoms included elevated intraocular pressure, corneal edema, and visual disturbance. Additionally, it was indicated that the sharp edge of the lens ruptured capsule.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.